Manufacturer narrative:
This spontaneous case was originally reported by a (B)(6) on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted for female sterilization. The patient had a medical history of adenomyosis, breast reduction, pelvic pain, dysmenorrhea, asthma, abnormal uterine bleeding, vaginal bleeding, parity 3, multi gravida, menorrhagia and heavy menstrual bleeding. Previously administered products included: ibuprofen. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2021, 3914 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on (B)(6) 2021. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted: insertion date. As per argus (B)(6) 2010. As per mr (B)(6) 2010. Discrepancy noted: removal date. As per argus (B)(6) 2021. As per mr: (B)(6) 2021. 5 expanded coils were noted trailing. Into the endometrial cavity. 13 expanded coils were noted trailing into the endometrial cavity from this side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.088 kg/sqm. [Pathology test] on 06-may-2021: final pathologic diagnosis. A) uterus and cervix, hysterectomy. Cervix with no significant pathologic abnormality. Inactive endometrium. Adenomyosis. Leiomyoma fallopian tube coils present in bilateral cornua heavy menstrual bleeding with irregular cycles. Gross description: there are essure coils protruding from both cornual regions. [Ultrasound pelvis] in november 2020: history: abnormal uterine bleeding. History of pressure. Findings: entry device in place. Fibroid 1: 2.1 x 2.0 x 2.1 cm, left anterior body intramural. Fibroid 2: 2.6 x 1.8 x 2.4 cm, posterior right fundus subserosal height- 5' 2", weight-70.3 kg (155 lb), bmi-28.35 kg/m². Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: mr received : reporters information patient medical history and surgical pathology reports were added. Product insertion, removal date and rcc updated,. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal ") in a 45 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2021, 4018 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2021, 4018 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.